Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the product was opened, the needle came off the thread. The event occurred during the procedure but the product was not used for patient. The status of the patient is no problem.